Event description:
A malfunction alarm, identified as malfunction code 16, was reported with a pump that was still under warranty. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer was instructed to use an alternate form of insulin delivery, known as mdi, and tandem technical support arranged for a replacement pump to be sent. The customer received instructions on how to store the malfunctioning pump and return it within 10 days.